Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73m1600201 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
Several clips fell out of the device in sequence. When a clip properly loaded the device jammed. Several clips fell inside of the patient and they were all removed. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab was slightly bent. The device was received with its trigger partially engaged and a clip partially loaded into the jaws. No other defects or anomalies were observed. The partially loaded clip was manually removed from the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired upon the first complete cycle of the trigger since the partially loaded clip was already removed. Another attempt was mad and the next clip was unable to load completely into the jaws as it was broken. It could not be determined how it broke. The next clip, however, was able to properly load and close. The remaining clips were fired with mixed results. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. In all, only 4 of the 12 remaining clips were able to properly load and close. The other 8 remaining clips all had loading issues. The sample was disassembled other remarks: to inspect the internal components. Upon disassembly, no further damages were found. No other defects or anomalies were observed. The damage to the rotation tab could contribute to some of the clips being unable to load into the jaws properly. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jammed/fell from applier" was confirmed based upon the sample received. One device was returned. The device was returned with the rotation tab bent which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Upon functional inspection, it was found that only 4 of the remaining clips were able to properly load and close. The damage to the rotation tab prevented the some of the clips from being able to properly load into the jaws of the device. The device was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed damage, operational context caused or contributed to this event.

Event description:
Several clips fell out of the device in sequence. When a clip properly loaded the device jammed. Several clips fell inside of the patient and they were all removed. The patient's condition is unknown at this time.